Manufacturer narrative:
A patient experiencing migration at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had trouble charging their ipg and their ipg was sticking out. Surgical intervention was undertaken on (B)(6) 2025 in which the ipg was repositioned.